Event description:
The customer reveived a blood glucose reading of 107 mg/dl on the elite and a reading of 239 mg/dl on an accucheck meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.